Event description:
It was reported per maude adverse event report that pt had a right brachial pediatric size pulmonary artery catheter that was not giving a proper hemodynamic tracing. Upon attempts to withdraw blood, whistling was audible with air bubbles visible in tubing. After discussion by physicians, catheter was discontinued without incident to the pt. The catheter was assessed and a fracture was found in the tubing near bifurcated hub.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.